Manufacturer narrative:
The patient¿s gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021. Additional information was requested but was not received.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively determined through this evaluation. The patient was ultimately transplanted on (B)(6) 2021. The heartmate 3 lvad was not returned for evaluation. Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.